Event description:
It was stated that the customer was experiencing high blood glucose levels, and she felt that the insulin pump was under delivering. The customer stated that her blood glucose rises when she exercises. She stated that she programmed an easy bolus, but the insulin pump did not deliver it, and it was not recorded in the bolus history. It was stated that she also programmed a 7.0 unit bolus, and it stopped delivering after 1.0 unit, but it did not record in the bolus history, either. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was able to deliver a 1.0 unit bolus, and it did record in the bolus history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.